Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the baxter 550 device. Hcp stated device was set to remove 2 kg and pt weight following treatment was slightly below their target dry weight. This treatment was terminated 10 minutes early and pt was asymptomatic. Hcp also reported that in 07/98, this same pt had a target dry weight of 62.5 and following a four hour treatment, pt's weight was 60.3. Pt was asymptomatic, blood pressure was within normal limits. Hcp stated there was no pt injury and no medical intervention necessary for either of these events.